Manufacturer narrative:
(B)(4). The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event.

Event description:
The customer reported the generator was making a loud noise when in contact with tissue. The unit was later tested with an analyzer along with a handpiece and rem pad connected to the test port. A little flame was observed at the tip of the handpiece when the unit was turned on. There was no pt injury.